Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the crt-d was performed. The device was confirmed to be in safety core. Review of stored memory verified that the device experienced three system resets during the time of electrocautery use, which caused the device to go into safety core. Of note, cognis devices have been specifically designed such that if three system resets occur within approximately 48 hours, a device will enter safety core. The behavior of this crt-d is consistent with devices that have reverted to safety core due to electrocautery.

Event description:
Boston scientific crm received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) received an inappropriate shock and many non-sustained episodes due to noise on a competitor's lead. The noise could be reproduced in clinic but all other measurements were normal. The noise on the rv pace\sense lead resulted in pacing inhibition. A competitor's lead fracture was suspected. The patient also received atp which was unsuccessful. It was noted that the patient was pacer dependent. A lead revision procedure was performed to explant the competitor's lead. Upon interrogation, the field representative indicated that the device was in off electrocautery mode. There was some difficulty with telemetry. During electrocautery, loss of pacing was noted and the patient was receiving shocks. Technical services (ts) indicated that it would have had to be programmed to off electrocautery mode and remained there. Additional information from the field representative indicated that pacing inhibition was not greater than 2 seconds. The field representative indicated that there was no device malfunction and no adverse patient effects. The device was explanted and returned for analysis.